Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the during an ipg replacement on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-05564], the lead was unable to disconnect from the header port and the lead broke. As a result, the lead was also explanted and replaced during the procedure.